Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image is consistent with broken cable.

Event description:
It was reported that the jaws were not working. Review of the provided image is consistent with broken cable.